Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient representative that the patient experienced an infection. The patient was hospitalized, a peripherally inserted central catheter (PICC) line was used and the patient was treated with antibiotics. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.